Manufacturer narrative:
Results & conclusion summation: product performance engineering reviewed the incident info; however, it was not returned to abbott vascular for eval. Angina, mi, dissection, and restenosis, as listed in the promus instructions for use, are known adverse events associated with coronary stenting. Additionally, these pt effects, along with elevated cardiac enzymes and hospitalization are listed in risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. Eructation (belching) and gastroesophageal reflux, are not pt effects specifically associated with coronary stenting, but may be symptoms that could be associated with many other things besides the promus stents such as the overall health and condition of the pt or medications the pt may be taking. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina, mi, elevated cardiac enzymes, eructation (belching), and gastroesophageal reflux are secondary effects of the thrombosis. The pt was reportedly treated successfully with pti and hospitalized. Further, it was reported that the dissection likely occurred during pre-dilatation with another company's balloon, which was treated with the same stent used to treat the in-stent thrombosis. In this case, a conclusive cause for the reported pt effects and the relationship to the promus sds, if any, cannot be determined; however, there are no indications of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: myocardial infarction/thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, three promus stents (two 2.5x15 and 2.5x18) were implanted and the pt was placed on plavix and aspirin. Ten days later, the pt presented to the hospital with chest pressure. Stent thrombus was identified via an angiogram and was treated with another company's 2.5x12 mm stent. The pt's electrocardiogram revealed a s-t segment elevation and myocardial infarction. The pt was also experiencing eructation (belching) and gastroesophageal reflux (acid reflux). It could not be confirmed whether or not the eructation and gastroesophageal reflux was related to the stent; however, it is unlikely to be caused by the stent. It is believed that a dissection occurred behind the stent placed in the mid lad, which was caused by the other company's balloon; however, this could not be confirmed, as ivus was not done. The 2.5x12 mm stent was implanted in the mid lad to treat the thrombosis, as well as the dissection. The pt was resistant to plavix and placed on pasugrel. No add'l event or pt info is available.